Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2021, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(4) 2021. The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on an unknown date. Fiducials were administered transperineally prior to spaceoar vue implantation and the procedure was done under local anesthesia. Computerized tomography (CT) scan was performed post spaceoar procedure and the gel appeared to be in the anterior, possibly within the prostate capsule. It was unknown if the patient has extracapsular extension(ece) as he did not get a diagnostic magnetic resonance imaging (MRI). The physician believed that the gel could have been taken up into the prostate through extracapsular extension (ece) thus causing lateral/anterior gel infiltration. There were no patient complications reported as a result of this event. The patient will receive external beam radiation therapy (ebrt) with to do 43 fractions instead of 22.